Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. During inspection and testing, the foreign material cannot be identified in the auxiliary water channel. Based on the results of the investigation, the foreign material may not have been removed because reprocessing could not be conducted properly. However, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The device evaluation found a leak of the scope cover packing, bending angle in down direction did not meet the standard value due to wear of the angle wire, plastic distal end cover/probe cover had a scratch, objective lens had a crack, adhesive on the bending section cover or distal sheath (black covering of the bending section) had scratch, and the universal cord had a scratch. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope rope hoists were loose. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation foreign material was found in the auxiliary water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.